Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial tachycardia/atrial fibrillation (at/af) . It was further reported that reprogramming of the implantable pulse generator (ipg) was performed to stabilize the ventricular rate. No further patient complications have been reported as a result of this event.